Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 419 mg/dl. Customer was using insulin pump within 48 hours of reported event. Insulin pump was on auto mode. Customer performed high pressure test which was failed. Insulin pump received error. Customer stated that difference between blood glucose level and sensor glucose level was not within range. Device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No bolus delivery anomaly noted. (B)(4).